Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery. They were unable to confirm the motor position encoder error alarm due to overwritten history file. The displayable history check failed on startup alarm was noted due to corrupted history file. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had cracked case on the display window corners, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was unknown. The customer left a voicemail stating that she received a motor error alarm while trying to change the infusion set. She was not able to get out of the motor error loop and she tried many times. Troubleshooting was not able to resolve the issue. The device was returned for analysis.